Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an inaccuracy between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2018. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.